Manufacturer narrative:
The customer ordered a replacement part via phone call with the philips response center.

Event description:
The customer reported the buttons were torn on the device display. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.